Manufacturer narrative:
Product information not available. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgery took place (B)(6) over four levels with augmented cfx screws. At postop xray control on (B)(6), it was noted that two innies had opened completely and one rod was out of the screws. Revision surgery took place on (B)(6), screws were left in place as the screws itself seemed perfectly intact, four new innies were used for the affected rod.